Manufacturer narrative:
Product event summary: the device was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device not yet at eri (elective replacement indicator).

Event description:
It was reported the device reached end of life directly due to excessive charge time. When the battery voltage was measured by the device during the night and then measured again the next day with a programmer, the value was found to be less. It was also reported ventricular fibrillation (vf) was detected but therapy could not be applied. It was determined the vf was ¿self-limited and the patient was okay.¿ the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device did not charge efficiently by observing a charge time out as received. The device charged nominally when the battery was replaced with an external supply. No significant leakage was observed on the high voltage therapy capacitors. No hybrid anomalies were found. The results were consistent with the device battery causing the longer charge times. Based on the battery analysis results, no internal battery shorting occurred. Lithium (li) severing was observed leading to reduced anode surface area and consistent with high impedance measured on the battery. Review of the save-to-disk data showed charge timeout and excessive charge time events before recommended replacement time and subsequent explant. The charge timeout and excessive charge time resulted from an increased battery resistance induced by li-severing. If information is provided in the future, a supplemental report will be issued.